Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a sensor reading of 400 mg/dl which was higher than he felt. The customer self-treated with insulin (dose/type unknown) and subsequently experienced symptoms of dizziness, weakness, blurred vision, and sense of fainting. The customer was unable to self-treat and was provided with sugar water by his daughter-in-law. There was no report of death or permanent injury associated with this event.